Event description:
The physician reported that immediately following implantation of the subject pacemaker there was no atrial detection, since atrial spikes were produced over or after the p wave. Proper ventricular pacing was indicated. The absence of atrial detection was confirmed with the analyzer even increasing the sensitivity. Atrial and ventricular depolarization waves were observed in the atrial electrogram, but not in the marker channel. A reintervention was performed that same day and the physician decided to explant the pacemaker, since the atrial lead was tested to be working properly (p wave= 2 mv and threshold : 1.2 v and 0.54 ms). Another pacemaker was subsequently implanted.

Event description:
The physician reported that immediately following implantation of the subject pacemaker there was no atrial detection, since atrial spikes were produced over or after the p wave. Proper ventricular pacing was indicated. The absence of atrial detection was confirmed with the analyzer even increasing the sensitivity. Atrial and ventricular depolarization waves were observed in the atrial electrogram, but not in the marker channel. A reintervention was performed that same day and the physician decided to explant the pacemaker, since the atrial lead was tested to be working properly (p wave= 2 mv and threshold : 1.2 v and 0.54 ms). Another pacemaker was subsequently implanted.